Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent transurethral resection of bladder tumor and was admitted following the procedure for bladder irrigation. The patient was discharged on warfarin and lasix. The patient later presented to the emergency room with frank hematuria.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the bleeding began postoperatively and was diagnosed suing urinalysis and a renal ultrasound. The right kidney measured 9.2 cm in length. There was no hydronephrosis. There was no cortical thinning. Renal echogenicity was normal. No shadowing calculi were seen. There was a simple interpolar cyst measuring 1.1 cm. The left kidney measured 10.1 cm in length. There was no hydronephrosis. There was no cortical thinning. Renal echogenicity was normal. No shadowing calculi were seen. No discrete renal masses were identified. The bladder was partially decompressed around a foley catheter. Within the bladder lumen, there was a large heterogeneous lesion with mixed echogenic and hypoechoic components, measuring approximately 8.7 x 7.7 x 6.6 cm. No internal vascularity was detected on color doppler evaluation. This likely corresponded to a partially resected bladder mass. The inferior vena cava and aorta were normal in caliber where visualized. An impression revealed a large, avascular heterogeneous intravesical lesion, compatible with partially resected bladder mass in the setting of recent turp. The bleeding was said to had resolved with murphy drip. The patient was said to have an appointment to have their bladder removed on (B)(6) 2025. It was reported that the patient was in stable condition.